Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, upon inspection, the 4.0x30 .014 aviator plus percutaneous transluminal coronary angioplasty (ptca) balloon was found to be damaged and could not be inflated. The balloon rupturing and leaking during testing prior to patient use. The procedure was ultimately completed using a backup aviator balloon. There was no reported injury to the patient. The product had been stored according to the instructions for use (IFU). No difficulties occurred when removing it from the hoop, protective cover, or sterile packaging components. Balloon leakage was identified before insertion into the patient, and the device did not maintain negative pressure during preparation. The intended procedure targeted the internal carotid artery, where the lesion exhibited severe calcification, 90% stenosis, and no vessel tortuosity, and the device was planned for use in a chronic total occlusion. A 50%:50% contrast-to-saline ratio was used, and the same indeflator functioned normally with other devices. No resistance was encountered inserting the balloon through the rotating hemostatic valve or guide catheter. The device had not yet been inserted into the vessel or across the lesion. The catheter was never in an acute bend and did not kink. The device will be returned for evaluation.

Manufacturer narrative:
As reported, upon inspection, the 4.0x30 .014 aviator plus percutaneous transluminal coronary angioplasty (ptca) balloon was found to be damaged and could not be inflated. The balloon rupturing and leaking during testing prior to patient use. The procedure was ultimately completed using a backup aviator balloon. There was no reported injury to the patient. The product had been stored according to the instructions for use (IFU). No difficulties occurred when removing it from the hoop, protective cover, or sterile packaging components. Balloon leakage was identified before insertion into the patient, and the device did not maintain negative pressure during preparation. The intended procedure targeted the internal carotid artery, where the lesion exhibited severe calcification, 90% stenosis, and no vessel tortuosity, and the device was planned for use in a chronic total occlusion. A 50%:50% contrast-to-saline ratio was used, and the same indeflator functioned normally with other devices. No resistance was encountered inserting the balloon through the rotating hemostatic valve or guide catheter. The device had not yet been inserted into the vessel or across the lesion. The catheter was never in an acute bend and did not kink. The device was returned for evaluation. A non-sterile unit of ¿aviator plus .014 4.0x30 142cm¿ was received for analysis inside of a clear plastic bag. The device was removed from its packaging and visually inspected; no external damage was observed. The balloon remained uninflated and retained the original manufacturing pleats. No additional abnormalities were identified during the initial examination. Functional testing was performed. An inflator/deflator device was connected to the inflation port, and positive pressure was applied in an attempt to reach the rated burst pressure. During pressurization, leakage was observed at the luer hub due to a crack. This leak prevented maintenance of the pressure required for balloon inflation, as the applied pressure dissipated through the cracked area. The luer hub was further evaluated using a vision system, which identified a crack line not visible to the unaided eye. The cracked region demonstrated fatigue striations. Such striations are commonly associated with material damage resulting from tensile overload. These findings indicate that the hub material was likely subjected to tensile stress exceeding its yield strength prior to crack propagation. The balloon surface was also examined under magnification and showed no evidence of damage. The reported ¿balloon burst¿ was not observed during analysis of the returned device. The balloon was inspected with a vision system, and no damage was found. A luer hub cracked condition was observed during functional analysis preventing proper balloon inflation; however, the exact cause cannot be conclusively determined. This defect created an inability to maintain pressure within the system during attempted balloon inflation. Although the operator initially perceived the failure as a rupture, analysis confirmed that the balloon itself remained intact. Vision system inspection revealed fatigue striations on the cracked hub surface. This suggests that the hub was subjected to mechanical forces, such as over-torquing/overtightening, sufficient to exceed the material¿s yield threshold, ultimately resulting in structural failure. According to the instructions for use which are not intended to mitigate risk, ¿directions for use: preparation: 1. Remove the inner package from the box. 2. Open the inner package and carefully extract the packaging tube with the balloon catheter and the packaging tray containing flushing needle and compliance chart. 3. Hold the packaging tube/tray in one hand. With the other hand, gently grasp the hub and carefully remove the balloon catheter from the tube. 4. Remove the flushing needle and compliance chart from the tray; discard the tray and packaging tube. 5. Without twisting, slide the forming tube off the balloon. 6. Attach a syringe filled with sterile heparinized saline or similar isotonic solution to the flushing needle. Remove the protection sheath from the flushing needle, insert the needle into the tip of the catheter and flush the guidewire lumen. 7. Attach a three-way stopcock to the catheter¿s inflation port. 8. Purge the air from a partially filled syringe and connect the syringe to the stopcock. 9. Open the stopcock and induce negative pressure.10. Hold the syringe and the proximal end of the catheter vertically with the balloon tip pointing down. 11. While maintaining the negative pressure, close the stopcock to the inflation port. 12. Remove the syringe and purge the air. 13. To ensure all air is removed from the balloon and inflation lumen repeat steps 8-12. 14. Prepare an inflation device with diluted contrast medium. 15. Purge the air from the inflation device and connect the inflation device to the stopcock that is connected to the catheter inflation port. Caution: non-ionic contrast medium has higher viscosity and precipitation levels than does the ionic type, which may prolong inflation/deflation times. 16. Open the stopcock to the catheter, the inflation lumen and the balloon will slowly be filled with diluted contrast medium. Caution: do not apply negative or positive pressure to the balloon at this time. Note: after catheter prepping, the catheter can be kept in a coiled configuration by looping the catheter and inserting the proximal shaft into the hub clip. Caution: do not clip the distal section of the catheter.¿ the information available and the returned device evaluation did not identify any evidence of a design or manufacturing nonconformance that could have contributed to the reported event. Therefore, no corrective or preventive action is warranted at this time.

Event description:
As reported, upon inspection, the 4.0x30 .014 aviator plus percutaneous transluminal coronary angioplasty (ptca) balloon was found to be damaged and could not be inflated. The balloon rupturing and leaking during testing prior to patient use. The procedure was ultimately completed using a backup aviator balloon. There was no reported injury to the patient. The product had been stored according to the instructions for use (IFU). No difficulties occurred when removing it from the hoop, protective cover, or sterile packaging components. Balloon leakage was identified before insertion into the patient, and the device did not maintain negative pressure during preparation. The intended procedure targeted the internal carotid artery, where the lesion exhibited severe calcification, 90% stenosis, and no vessel tortuosity, and the device was planned for use in a chronic total occlusion. A 50%:50% contrast-to-saline ratio was used, and the same indeflator functioned normally with other devices. No resistance was encountered inserting the balloon through the rotating hemostatic valve or guide catheter. The device had not yet been inserted into the vessel or across the lesion. The catheter was never in an acute bend and did not kink. The device will be returned for evaluation.